Event description:
During evaluation of a returned spectrum iq pump, the second from left softkey was found not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing an inoperable second from left soft key was found on the keypad. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.